Manufacturer narrative:
During the visual and functional inspection prior to the repair it was already noticeable that the retention force of the chuck system was too low and hence the burs have not been held correctly. To avoid such issues the user instruction contains already several notes, warnings and requests how to prepare the handpiece for each treatment and how to use it: 2.2 technical condition: a damaged device or components could injure patients, users and third parties. -> only operate devices or components if they are undamaged on the outside. -> check that the device is working properly and is in satisfactory condition before each use -> have parts with sites of breakage or surface changes checked by the service. -> if the following defects occur, stop working and have the service personnel carry out repair work: * malfunctions * damage * irregular running noise * excessive vibration * overheating * tool is not seated firmly in the handpiece. -> following expiry of the warranty, have the tool holding system checked once a year. -> kavo recommends specifying in-house service intervals where the medical device is brought to a professional shop for cleaning, servicing and a function check. Define the service interval depending on the frequency of use. Caution: defective clamping system. Risk of injury, dental bur may fall out during treatment. ->pull on the dental bur to check if the clamping system works properly and if the dental bur is firmly clamped.

Event description:
During crown preparation on tooth 19, the drill flew off the instrument. The drill was neither on the patient nor on the floor, so it was assumed that the drill could have been swallowed. The patient then stated that she felt something in her throat and could not get it out. Staff walked the patient to affinity's emergency department for an x-ray. The bur was found in the upper gastrointestinal tract. Patient came back into dental office on (B)(6) 2023 to finish crown preparation.